Event description:
It was reported that the retaining clip that connects the ax4 lighthead to the spring arm fell out while disposable gloves were being installed on the sterile handle. An orderly was struck in the head by the light, reportedly causing him to lose consciousness and require admission to emergency department.